Event description:
The customer reported that a pt received burns on the nose and lips during the procedure. The burns were reported as having blisters and were noticed after the pt's oxygen mask was removed. The burned areas were treated with bacitracin ointment and the pt is doing fine. The customer stated there was no damage noted to the suction coagulator. Additionally, nothing unusual was observed during the procedure.

Manufacturer narrative:
(B)(4). The incident device was evaluated and found to function normally and within specs. Nothing was identified that would have caused or contributed to the reported event. The device IFU contains multiple warnings involving the use of this device in oxygen enriched environments.